Event description:
The facility's biomed alleged when CPR is pulled, the head section does not lower unless pressure is applied to head section. Once the pressure is applied, it will go down normally. He indicated when CPR is pulled, he can see the glide mechanism move on head drive bearing housing. He said, the drive screw is properly lubricated and there is no issue with running the head electrically.

Manufacturer narrative:
The biomed found that the head drive screw was not properly lubricated. The biomed lubricated the head drive to repair the bed.